Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal (inject) hub and tube were detached from the bifurcation. The break at the distal tube to the bifurcation was clean with very slight jagged portions, however it did not appear to have been cut. A functional evaluation was performed; the balloon was inflated and remained inflated without issues. The most probable root cause of hub detachment is supplier manufacture.

Event description:
Note: this report pertains to the second of three complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-01552 and 3005099803-2010-01554 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2010 that three extractor retrieval balloons were used during a biliary stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the balloon was damaged. Further clinical follow up indicates that all three retrieval balloons used during this procedure ruptured during stone removal, however no pieces detached inside the patient. The procedure was successfully completed with a fourth of the same device. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.

Event description:
Note: this report pertains to the second of three complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-01552 and 3005099803-2010-01554 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2010 that three extractor retrieval balloons were used during a biliary stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the balloon was damaged. Further clinical follow up indicates that all three retrieval balloons used during this procedure ruptured during stone removal, however no pieces detached inside the patient. The procedure was successfully completed with a fourth of the same device. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.